Event description:
On 2021-nov-01, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 500 mcg/day) via an implantable pump for intractable spasticity. The patient's medical history includes cerebral palsy. It was reported the patient's pump was replaced last week on (B)(6) 2021. The following day, the patient had symptoms described as increased spasticity and withdrawal. This persisted through last week and has been improved since oral baclofen and valium. Per the rep, the replacement procedure went well. The rep was asked to be present for interrogation and bed side aspiration yesterday. The hcp was able to successfully withdraw cerebrospinal fluid (csf). A prime was programmed and it was decided "that hopefully with an increase in dose and time, [the] patient should drop back to baseline given that pump is working and that perhaps this was just some transient post op issue for patient." The issue was resolved at the time of this report. Additional information was received from the healthcare provider via a device manufacturer representative indicated that the healthcare provider decided to go in to explore pocket and it appeared the catheter connector was not secure to the pump. He reconnected and aspirated clear fluid to confirm placement.

Manufacturer narrative:
Concomitant products: product ID: 8780, product type: catheter. If information is provided in the future, a supplemental report will be issued.